Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that the issue occurred due to a damaged cable. It was also noted that the charge coupled device unit needed be replaced due to a dented tube. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the issue was due to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video telescope had an image fault and was not as clear as expected. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
It was reported, that the video telescope had an image fault and was not as clear as expected. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.